Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device me2850, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? Did the patient¿s wound dehisce? If yes, what tissue dehisced? What was the appearance of the suture 3 days after c-section? Was the wound split, dehisced? Was the suture broken? Was any surgical intervention provided for the event? If yes, please describe. Was there any precipitating stress factor for the reported suture event? Were cultures performed for the reported infection? If yes, results? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. Three-days post-operative, the patient experienced incision infection and split. Cefotaxime and metronidazole injection were given. The patient condition changed to better. Additional information has been requested.